Event description:
During a left lower extremity angiogram dr. [Redacted name] was using a pioneer plus intravascular ultrasound guided re-entry catheter. The catheter was working initially. He then paused to perform another intervention. When he resumed with using the pioneer plus catheter it displayed on the ivus machine that the catheter was not detected. We played around with the plugs and restarted the ivus machine, and it would intermittently work and not work. The screen displayed live capture not detected, catheter not detected. We then restarted the ivus machine once again and it displayed catheter fault detected. We were then prompted to disconnect and reconnect the catheter, this did not remedy the situation. We contacted phillips volcano field service engineer and he agreed that it is a catheter malfunction. No harm to patient. Catheter malfunction manufacturer response for pioneer plus intravascular ultrasound guided re-entry catheter, pioneer plus intravascular ultrasound guided re-entry catheter (per site reporter). [Redacted date] sent to operating room to confirm product ids, mfg notification and if the item is being sent for investigation. [Redacted date] per site: yes, materials has the product and they will be following up with the company to troubleshoot the issue.